Event description:
A vns patient indicated that she felt that her vns device was nearing end of service as she was no longer able to perceive stimulation and no longer experiencing any voice alteration events. The patient added that her treating vns therapy physician had been unable to establish communication with her generator and that she had recently been admitted to a hospital for suicidal ideations. Good faith attempts for additional information have been unsuccessful to date.